Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and lens had residues of viscoelastic. Loose particles in the optic body compatible with handling the lens out of the sterile environment were observed. There were no cuts, the lens was not ripped. The reported complaint issue was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There was no associated deviation or non-conformity report found. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing record review, analysis of the returned sample, historical complaint review and labeling review, there was no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as an intraocular lens, model zcb00, was being advanced or inserted in the eye, the surgeon noticed that the lens was torn. The surgeon removed the lens, which was partially inserted, and decided that the incision would have to be enlarged to insert another lens. A zlb00 lens was inserted. There was no vitrectomy performed. There were no patient injuries. No additional information was provided.